Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of micromotion caused by an insufficient bond between the femoral component and the bone cement, which led to femoral loosening.

Event description:
Revision of knee components due to loosening.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of knee components - reason unknown.